Event description:
The patient reported that his first pump "leaked out everywhere". No patient symptoms were reported. The pump was replaced. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.